Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 1398mg/day via an implantable pump. The indication for use was spinal. It was reported that the patient had an MRI not due to any issue with the device or therapy and the reporter was calling to troubleshoot how to have a pump recover post MRI. Per the pump logs, the patient had the stall occur at 1:39pm and that he was back to his room before 2:38pm and it still has not recovered. The reporter was instructed to check the pump logs while on the call which did not result in a recovery. It was reviewed to check the pump every 20minutes and to consider non-pump medication if necessary. The reporter planned to interrogate the pump every 20minutes for the next hour. Additional information received on 27-jul-2021 reported that the motor stall recovered. The device remains implanted and in use.